Event description:
Essure tubal ligation. Within one year of getting the essure product, I started experiencing terrible changes in my body. Sharp pains in stomach and lower left side. Started becoming unbearably aggravated, terrible mood changes and out of nowhere crying spells. As the changes happened, I went to my doctor that performed the procedure and questioned if I could be experiencing any side effects from essure. He stated "no way at all." He said that I was going through pmdd, which I was only (B)(6) at the time, but I felt that my doctor knew better than myself. He gave me antidepressants. I went to several more doctors and as soon as I say the word essure they cut me off and say " no way that essure can cause any pains at all or that they can ever move." But that is not a true statement. My main problem is the doctors are refusing to even look into this at all. It makes me wonder how much of a bonus are these doctors really getting.